Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2009 ohms due to which lead safety switch (lss) was triggered. There was oversensing of noise on the rv causing pacing inhibition. The patient was presented with pre-syncope and light headedness symptoms. During the recent clinic remote evaluation, it was noted that there were couple of episodes of asystole for 5 seconds due to oversensing of noise. X-ray imaging was performed and found there was lead fracture. There was difficulty removing this lead, so the physician opted to surgically abandoned and implant a new lead. No additional patient adverse effects were reported.